Event description:
The hcp reported that the pt missed a refill and experienced seizures or seizure-like activity and an increase in baseline spasticity. Two days after the missed refill, the pt was admitted to the hospital on a normal floor and was given oral baclofen for symptom control. During pump refill, the hcp discovered a volume discrepancy. The expected reservoir volume was 1.5 ml; the actual reservoir volume was 0.0 ml. The pump was refilled with 20 ml of lioresal. The hcp hadn't done a therapeutic bolus. Additional info has been requested, a follow up report will be submitted if additional info becomes available.